Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the device was offline and not able to power on. The customer reported that the station was entirely inoperable for several hours, which caused a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller was defective. The field service engineer replaced drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. Initial reporter facility name e1. - adventhealth partin settlement emergency department.